Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer reported the alarm was cleared and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. A new cartridge was inserted to address the issue. Customer's blood glucose was 91mg/dl.